Event description:
It was reported that the physician's handheld device does hold charge as long as it used to. The physician stated that he keeps it charged in when not in use, however, the battery will run out faster than before. A replacement handheld was sent to the physician to use. Good faith attempts to obtain the handheld from the physician for product analysis have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.